Manufacturer narrative:
The reported event was unconfirmed. The evaluation found no abnormalities on the returned catheter. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: a review of the device labeling is adequate to prevent the reported event as per below: (6) insert catheter into urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a needle-less syringe, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon.

Event description:
It reported that it was difficult to infuse water into the catheter balloon during pretest.